Manufacturer narrative:
Stryker has requested the devices to be sent to the stryker european service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The reported issues were discovered by the depot service technician during evaluation, they were able to be verified and duplicated. The cause of the missing magnet was traced to the lid assembly. The cause of the delayed defibrillation delivery could not be determined. The device was determined to be unrepairable and the device was archived. The customer received a replacement device. Section b5 of the initial medwatch reports indicates: the customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device would not deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device 's defibrillation delivery was delayed greater than 30 seconds. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5 executive summary of follow up 1 indicates: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device would not deliver defibrillation. There was no patient involvement reported with the event. Section b5 executive summary of follow up 1 should indicate: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the lid was missing from the device. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device did not deliver defibrillation. There was no patient involvement reported with the event. The conclusion code has been updated accordingly. Section h11 additional mfg narrative of follow up 1 indicates: the reported issues were discovered by the depot service technician during evaluation, they were able to be verified and duplicated. The cause of the missing magnet was traced to the lid assembly. The cause of the delayed defibrillation delivery could not be determined. The device was determined to be unrepairable and the device was archived. The customer received a replacement device. Section h11 additional mfg narrative of follow up 1 should indicate: the reported issues were discovered by the depot service technician during evaluation, they were able to be verified and duplicated. The cause of the missing lid could not be determined. The cause of the delayed defibrillation delivery could not be determined. The device was determined to be unrepairable and the device was archived. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device would not deliver defibrillation. There was no patient involvement reported with the event.